Manufacturer narrative:
(B)(4). Analysis of the lead found no anomalies.

Event description:
Information was received from the manufacturing representative regarding a patient implanted for gastrointestinal/pelvic floor. It was reported that during the patient's implant surgery a lead had high impedances. The patient initially showed motor response when testing. After tunneling to pocket site and connecting to the stimulator, the lead had impedances of greater than 4,000 ohms on two unipolar and three bipolar pairs. The lead was removed from the stimulator and dried off. The stimulator was checked and there was nothing inside the header block. The lead was reinserted and the high impedances persisted. There was no issue with the set screw. A new lead was retunneled and implanted which resulted in impedances within normal limits. The stimulation sensation could not be tested as the patient was under general anesthesia. Following implant, the patient was doing fine and receiving effective therapy.